Event description:
A talent abdominal stent graft sys was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was mild tortuosity, mild calcification and 30 degree angulation of the thoracic aorta. It was reported that during the initial implant of the stent graft the proximal portion of the stent apice opened too far and folded upon itself. The physician was able to pull the stent graft down and the stent ring was in the correct position. The pt was discharged the following day. It was reported 7 days later the pt returned with back pain. The CT demonstrated that there was stent graft separation. The vessel morphology changed causing the stent graft to shift position resulting in a type iii endoleak, there was not enough overlap between the stent grafts. The physician elected to place another talent stent graft to bridge the gap. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: change in vessel morphology after device was implanted. Endoleak. Conclusions: secondary intervention. Other misaligned deployment.